Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure and prior to freezing any of the veins, blood was noticed in the endotracheal  (et) tube and suction was performed. The left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right inferior pulmonary vein (ripv) were able to be frozen. During this time, several attempts at suctioning the et tube were performed. The blood volume in the et tube increased and the patient's blood oxygen saturation began to decrease. Blood had pooled into the patient's left lower lung lobe. The case was aborted while the patient was under general anesthesia. The patient was hospitalized as a result of the event but has been extubated and is stable. The physician believes that the injury initially occurred during intubation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Patient files showed at least 13 applications were performed with balloon catheter afapro28 with lot 17249 without any issue on the date of the event. In conclusion, the clinical issue (embolism) occurred during the procedure. The case was aborted under general anesthesia. There is no indication of relation of adverse event to the performance and malfunction of the product. The balloon catheter and mapping catheter were discarded and were not returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.